Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee. An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the patient had knee surgery a few months ago. Patient states that his knee has failed and surgeon has decided to revise his knee. Patient interested to know what kind of replacement his surgeon will use. Patient instructed to follow up and address his clinical questions with his surgeon. Patient did not want to provide any additional information. Patient does not want an investigation at this time and stated that he may call back.